Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was an area of in-stent restenosis located in the moderately tortuous and moderately calcified vessel. A 5.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 16 atmospheres, the balloon ruptured. The device was removed and pinhole was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient is in good condition.